Manufacturer narrative:
A product investigation was completed: the 03.825.002 lot number h055338 syncage evolution spindle was reported to have broken at the top of the handle. This complaint condition was likely caused by excessive torsional force applied to the proximal knob; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. This investigation has been conducted from the pictures of the complained device. Per the technique guide, the 03.825.002 syncage evolution spindle is an instrument routinely used in the syncage evolution system. The device was reported to have broken at the top of the handle. This condition is confirmed; the returned pictures of the device show that the weld attached the proximal knob to the shaft of the device as broken allowing the knob to slide off of the shaft. It is likely that excessive torsional force was applied to the proximal knob which has led to this complaint condition. The device was manufactured in july 2016 and is less than a year old. The balance of the returned device is in otherwise fairly good condition consistent with less than a year of use. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no non-conformance reports germane to the complaint condition were generated during the production of this device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part 03.825.002, synthes lot h055338: release to warehouse date: july 18, 2016. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a synfix evolution procedure on (B)(6) 2016. During the procedure there was a syncage evolution spindle for a trial inserter threaded shaft that broke at the top of the handle. There were fragments generated and easily retrieved without additional medical or surgical intervention. There was no surgical time delay and the surgery was successfully completed. The patient status outcome is unknown. Concomitant devices reported: evolution trial spacer and implant holder (part 03.815.001, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.